Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery for intramedullary femoral nail insertion to treat a gunshot wound, while reaming into the greater trochanter, a 17.0 mm cannulated drill bit tip bent. In addition the drill bit snapped where it connects into the jacobs chuck. There were no fragments retained in the patient. Another drill bit was immediately available to complete the procedure. There was no surgical delay and no patient harm was reported. The surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process.a review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the 17.0mm cannulated drill bit (part 03.010.029 / lot 34304) was likely caused by over eleven years of use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The 17.0mm cannulated drill bit is an instrument routinely used in the titanium cannulated lateral entry femoral recon nail system (technique guide). The device was returned and reported to have become bent and broken during surgery. This condition is confirmed; the proximal end of the device has shorn off where the bit would connect to a power source. It is likely that over eleven years of use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in october, 2004 and is over eleven years old. The balance of the returned device is fairly good condition despite its age with cutting edges that are sharper than would be expected. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device history review: release to warehouse date: october 4, 2004. A material record report (mrr) was written for h900 missing from heat treat certification. The lot was dispositioned as "conforms to specification" and accepted. This mrr for documentation issue is not relevant to complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.